Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 300 mg/dl. The pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.